Manufacturer narrative:
S/w version: 4.11e. Retainer ring=missing. Pump case type: ngp. The pump was returned for insulin flow block alarms and cosmetic damage at the retainer ring(crack) found on (B)(6) 2023. Pump¿s history and trace files downloaded successfully using thus software. Unable to perform displacement test, occlusion test or verify delivery anomaly due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. However, no delivery alarms noted in the pump history on (B)(6) 2023 at 12:34:34.000 and at 12:36:17.000 during basal. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.5mv at zero offset). No damage noted at the electronic assemblies during visual inspection. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, detached retainer ring, missing o-ring(reservoir tube), broken reservoir tube lip, and broken belt clip rails. Unable to determine insulin flow block alarms due to broken reservoir compartment. Cosmetic damage was confirmed where detached retainer ring was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump insulin flow block alarm and retainer ring was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed. It was not known whether the customer will continue using the device. The device will not be returned for analysis.